Manufacturer narrative:
The customer did not provide the sample collection or method of analysis for this event. Quality controls were run prior to the event and were within the laboratory's established ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the cause of the reagent probe leak was due to a crimp and hole in the tubing from the reagent probe to the a/b valve. The fse replaced the tubing with the customer's spares which resolved the issue. Upon follow-up with the fse on (B)(4) 2013, the fse indicated that the spiral wrapping that was found on the reagent probe tubing was on; however, the hole and crimp was found on part of the tubing that was not protected. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a contained reagent probe leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer also reported that the instrument generated suppressed aspartate aminotransferase (ast) results for four (4) patient samples with instrument flags that stated "blank absorbance low." The customer also indicated that prior to the event quality control recoveries for ast and alanine aminotransferase (alt) were suppressed also with instrument generated flags that stated "blank absorbance low." The four (4) patient samples were run on an alternate instrument and recovered within the reference range of the assay. The corrected results were reported out of the laboratory. There was no impact to patient treatment in connection to this event.